Event description:
It was reported that the customer was hospitalized due to a diabetes ketoacidosis and high blood glucose of 440 mg/dl. Troubleshooting was performed. It was stated that the insulin pump was exposed to an x-ray machine at the airport. Advised that a replacement of the insulin pump will be sent. The customer's most recent glucose reading was 239 mg/dl, and she has treated with manual injections. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.